Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 40 mg/dl at time of incident and treated with total of 45 grams of carbs, combination of almond milk, glucose tabs and juices to raise blood glucose and current blood glucose level was 106 mg/dl. Customer stated that the blood glucose drop low and sensor did warn them, they tried to calibrate but it did not take it and customer ended up having change sensor. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer did not allege insulin pump was over delivering. Customer stated that the programming was accurate. Customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. Customer refused to continue troubleshooting. The devices will not be returned for analysis.